Event description:
Allegedly, during a laparoscopic recovery of living donor kidney procedure, the monitor images were very blurry and had yellow streaks running down the screen. Customer attempted to fix the monitor, during which time the pt was in the operating room and the procedure was delayed for an additional 45 mins. Monitor was eventually swapped out and the procedure was completed with no impact on pt. Pt condition post-op was fine.

Manufacturer narrative:
We first became aware of this incident when we received maude event report #(B)(4) on (B)(4) 2010. Customer has replaced this aged monitor with a new hd monitor and will return the old monitor for evaluation.